Event description:
Multiple events (with this same device, implanted in the same pt) were reported to the MFR on 1/28/97. In each event, medical and/or surgical intervention occurred. The event dates were: 7/20/95, 09/11/95, 09/12/95, 10/16/95, 12/04/95. The event were stenosis and thrombosis. This graft remains implanted. No further info was provided.